Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It is at the connection between the bd alaris pump infusion set with bonded texium closed male luer with priming cap and the bd smartsite needle-free valve that the leak occurred (please see fig 3).

Manufacturer narrative:
It was reported by customer that at the connection between the bd alaris pump infusion set with bonded texium closed male luer with priming cap and the bd smartsite needle-free valve that the leak occurred. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 24010-0007t lot number 24075225 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.